Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with cervical stenosis underwent anterior cervical discectomy and fusion (acdf) procedure at levels c6-c7. Intra-op, while implanting the interbody device with the screws it broke and got damaged. The surgeon was unable to put the screws. So the surgeon removed the implant. No fragment of the broken implant remained inside the patient. The surgery was completed with another implant. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the returned implant identified one of the implant retaining bone screws appear to have been implanted in a nearly flat trajectory, as evidenced by the major thread diameter material deformation on the posterior portion of the implant screw boss. Due to the trajectory, the bone screw may not have been correctly oriented in screw boss pocket, and therefore may not have been fully retained behind locking wire. Asymmetrical deformation and fracture of the countersunk screw hole flange suggest the bone screw head was driven too far into the implant screw hole flange, resulting in boss deformation and fracture. Conclusion: the above observations are consistent with inappropriate screw trajectory and depth of one of the bone screws during attempted implantation.